Event description:
It was reported that the customer received a partial order of quite a few goodwin sound replacements as it consistently had issues with rust and discoloration in the lumen. Also stated that upon receiving the new replacements, they were inspected with a borescope and discoloration was noted prior to any reprocessing. Per notification from investigator on 04feb2022 based on sample returned, it was reported that the dilation catheters were corroded.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. As the device was not used on a patient it was not used for diagnostic or treatment purposes. A potential root cause for this failure could be "improper high level disinfection or sterilization". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use: 1. The reusable bard® goodwin sounds are supplied non-sterile and must be cleaned, visually examined, and sterilized prior to initial use and each subsequent use. Prior to initial cleaning and sterilization, remove all packaging. 2. Bard® goodwin sounds are intended to be used with disposable, sterile bardex® councill catheters and disposable, sterile heyman¿ filiform catheters. 3. The filiform catheter comes packaged with a disposable stylet to use for insertion. Insert the bard® heyman¿ filiform catheter with stylet in place. The filiform catheter may be placed by inserting through a cystoscope under direct vision. Direct view catheter placement will decrease the number of difficult and possible false passages. 4. There is a 3 centimeter orientation marking on the filiform catheter at 30 centimeters from the distal end to assist with placing the filiform catheter in the bladder. Placement of the filiform catheter in the bladder can be determined by removing the stylet and observing urine or aspirating urine with a syringe. If added confirmation is necessary, a radiograph can be taken after injecting radiopaque dye into the filiform catheter. When the filiform catheter has been properly placed, the stylet should be discarded. 5. Starting with the smaller sizes, slip the goodwin sounds (curved) over the filiform catheter. Increase the sound size until the desired dilation is accomplished. 6. Slip a bardex® councill catheter over the filiform catheter and when it is in place, inflate balloon. Remove the filiform catheter. If, at a later time, the councill catheter is to be replaced, insert a new filiform catheter prior to removing the councill catheter. The filiform catheter will then guide the new councill catheter into place. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Warning: because the filiform catheter may advance with the passage of the sounds, a length of the filiform catheter should always appear beyond the proximal end of the sound, otherwise the filiform catheter may be left in the urethra when the sound is withdrawn. Visual inspection: examine each device for cleanliness. If visible soil remains, repeat manual cleaning instructions. Verify that devices are free of deformations (e.g. Bent, broken, corroded, cracked, worn, or fractured) that may impact its intended use. Do not use the product if it is damaged or defective." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer received a partial order of quite a few goodwin sound replacements as it consistently had issues with rust and discoloration in the lumen. Also stated that upon receiving the new replacements, they were inspected with a borescope and discoloration was noted prior to any reprocessing.